Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 600 mg/dl. Customer removed infusion set and found that cannula was bent. After infusion set change, customer received another no delivery alarm during priming. Troubleshooting could not be completed as customer did not feel well and was going to the emergency room.